Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly of the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg/ml for a total dose of 799.5 mcg/day, bupivacaine 20 mg/ml for a total dose of 7.995 mg/day, and hydromorphone 2.4 mg/ml for a total dose of 0.9594 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2019 the patient had increased pain in the lumbar area. A dye study was performed on (B)(6) 2019 and failed. No action was taken. The outcome was noted as ongoing. The clinical diagnosis was increased pain rating 8/10 in the lumbar area. The device diagnosis was catheter occlusion. The event date was (B)(6) 2019. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information receive from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019. The patient's expired pump was removed and revision of the catheter at pump pocket site occurred. It was noted that the connection piece was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.